Event description:
This report is based on information provided by remote service engineer rse and was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging pin was discovered during daily check to be broken. There was no impact to the customer alleged.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging pin was discovered during daily check to be broken. There was no impact to the customer alleged at this time.

Event description:
This report is based on information provided by remote service engineer rse and was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging pin was discovered during daily check to be broken. There was no impact to the customer alleged.

Manufacturer narrative:
This report is being sent as a correction for the reporter institution information.